Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#4081481): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1) retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2) the plant has launched CAPA to further investigate the root cause of the leakage at the septum. Conclusion(s): no abnormality was found in the production process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information available.

Event description:
It was reported that the bd intima-ii y 20gax1.16in prn/ec slm had leakage at the septum. The following information was provided by the initial reporter: on (B)(6) 2025, after laparoscopic exploration, the patient was given anti-infective and fluid replacement therapy. After normal puncture with an indwelling cannula, blood flowed back from the steel needle withdrawal point. After opening the infusion, fluid flowed from the steel needle withdrawal point of the indwelling cannula. The indwelling cannula was discontinued, replaced, and reinserted into the vein, after which it functioned normally. 1. Is there any damage to the device during use? If so, where approximately? 2. Is the device used for multiple punctures? 3. Is a syringe used to inject fluid through the device? 4. Where does leakage mainly occur? 5. Please provide physical/picture/video samples (if any). 1. None. 2. No. 3. No. 4. Needle exit point. 5. None.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.